Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported per field service report: symptom - pump failed to start. Powered on, but did not pump. Switched to second pump and that one worked. Findings/action taken: no ECG cables with pump. Pump started with all different signal types. Helium tank was 450 psi. Performed functional checks - passed all. Software level: 2.24.

Manufacturer narrative:
(B)(4). Evaluation: no parts or recorded strips were returned. Conclusion: the reported complaint of "pump failed to start powered on" is not confirmed. The field service engineer checked out the pump and found no issue with the pump. The pump passed all functional testing. The root cause of the reported complaint is undetermined.

Event description:
It was reported per field service report: symptom - pump failed to start. Powered on, but did not pump. Switched to second pump and that one worked. Findings/action taken: no ECG cables with pump. Pump started with all different signal types. Helium tank was 450 psi. Performed functional checks - passed all. Software level: 2.24.